Manufacturer narrative:
Results: is based upon evaluation of the user facility information and the return sample; 213 is based upon undamaged section of the returned sample conclusions: is based upon evaluation of the user facility information and the return sample; based upon undamaged sections of the returned sample the actual sample was returned to the manufacturing facility for evaluation. The main body of the guide wire and the fractured segment was returned and evaluated. The length of the fractured segment was approximately 807mm. Main body of the guide wire was approximately 2193mm. The total length was approximately 3000mm which is also the total length of the current product sample. From these findings it is most likely that the actual sample had no segment missing from the shaft. Magnifying inspection of the fracture found that the ptfe coat had been stretched out at the end of the fracture. Inspection of the fracture from the lateral side found that the shaft had been deformed into a curved shape toward the fractured end. Electron microscopic inspection of the fracture revealed that the fracture cross-section had the rough surface with no generation of scratches which could be a trigger of the fracture on the lateral side. The outside diameter was determined on the undamaged segment and confirmed to meet the manufacturing specifications. The bending strength was evaluated on the undamaged segment and confirmed to meet the manufacturing specifications. Simulation testing was conducted on a current product sample. The sample was subjected to a loop-shaped force till it got fractured. Subsequent electron microscopic inspection of the fracture revealed the fracture cross-section had the rough surface with the deformation of the shaft into a curved shape toward the fractured end. The state of the fracture is very similar to that of the actual sample. A review of the device history record of the involved product/lot# combination confirmed there were not any indications of production-related problems. A review of the shipping inspection record of the involved product/lot# combination confirmed that there were not any discrepancies in the inspection results. A search in the complaint files did not find any other complaint of this nature either with the involved product/lot#. There is no indication that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information from the user facility, the appearance of the involved sample is consistent with the device having been trapped by an object. In this state, the actual sample was subjected to pushing and pulling manipulation. As a result, the actual sample was formed into a loop shape and finally got fractured. The device labeling does address the potential for such an event by stating in the instructions-for-use (IFU) with statements such as the following: "do not apply repetitive bending force to one specific point of the device as this may cause damage to the glidewire advantage. If any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire advantage and/or the catheter and determine the cause by fluoroscopy. Continuing to manipulate or rotate the glidewire advantage or failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel. (B)(4). All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. (B)(4).

Event description:
The user facility reported that the glidewire advantage was broken. Follow-up communications with the user facility confirmed the following information: (1) the physician was intervening on an anastomosis of a patient's fem/tibial bypass graft; (2) the physician was performing a balloon angioplasty using a cook advance lp14 balloon catheter over a .014" x 300cm glidewire advantage; (3) access was contralateral over the bifurcation, but was not through a guiding sheath; only a 4fr x 10cm precision introducer, meaning the cook advance lp14 balloon catheter and .014" glidewire advantage was over the bifurcation exclusively; (4) following the angioplasty, the physician attempted to withdraw the cook balloon over the .014" gwa; (5) it was removed it half way before meeting significant resistance; (6) the physician attempted to remove both devices together by pulling the cook balloon catheter and .014" glidewire advantage; (7) after multiple attempts and some extra force the devices loosened and the physician was able to remove them; (8) upon removal, the physician noted that the .014" glidewire advantage was broken; (9) the patient was examined under fluoroscopy, there were no remnants of the .014" glidewire advantage within the patient; (10) the entire glidewire advantage was removed when the cook balloon catheter was withdrawn; (11) the procedure was completed successfully; and (12) the patient was reported in stable condition.